Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-24059. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 5-16. Attempts to reprogram were unsuccessful. X-rays showed that the both leads had migrated out of the epidural space. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-24059. Related manufacturer reference number 1627487-2020-30980. Related manufacturer reference number 1627487-2020-31405. Additional information received identified that both leads, and extensions were pulled back to the ipg site and were all in a large knot. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the leads and extensions were explanted and replaced. Effective therapy was restored post operatively.